Manufacturer narrative:
Na

Event description:
It was reported that the patient felt constant pain around the pocket area. During a pocket revision procedure, a small insulation breach was noted on the lead. The lead was repaired with silicone glue.